Event description:
It was reported that pt's left shoulder was being scanned and they experienced redness on left foream. Dr reportedly said it was an internal burn. The hcp apparently did not use padding as is stated in the operator manual.